Event description:
It was reported that when a device was used during an unknown procedure, the device did not work properly. It is unknown how the case was completed. There was no consequence to the patient.